Event description:
It was reported that a device alarmed for a system error 322. There was no report of pt incident.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The eval was able to reproduce the system error 322 during testing, but could not identify the specific failure. The upper and lower aux were out of specification. The upper and lower aux will be replaced.